Manufacturer narrative:
Section h10: the cori console p/n rob10024, (B)(6) used in treatment was returned. Nothing was identified visually or functionally that contributed to the reported problem. The software files were downloaded from the device and provided for investigation. The screenshots of the case were not included so a screenshot review could not be done. The log files do not indicate any system or software issue related to the reported complaint. Photos of the finished knee were also provided in the field report. It cannot be determined whether the physical bone of the distal cut was irregular in comparison with the white target surface of the virtual model. The reported complaint description was reviewed with clinical account representatives. Although the reported irregular milled surface could not be confirmed, possible contributing factors could include: osteoporotic bone could make the burred bone appear irregular in comparison to healthy, hard bone. Also, burring the bone too quickly could make for an irregular bone surface. According to the cori user's manual, utilize exposure control mode with the bur working perpendicular to the cutting surface is recommended for easily accessible areas that are unrestricted by boney anatomy. Trace around the outer edge of the implant cut plan. Make left-right or up-down passes to remove the remaining middle bone. The user should avoid quick passes of the tool over the surface. To remove bulk bone, a slow, methodic ¿plunge and drag motion¿ through to the cortical layer, will remove bone with the greatest efficiency. The bur remains protruded only until it has reached the target surface, and the bur exposure actively adjusts so that cutting beyond the target surface is minimized. When removing bone, the yellow drill symbol will display when the drill movement exceeds the recommended velocity, which may lead to overcutting. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time. Internal complaint reference number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during cori tka procedure the surgeon states the distal cut¿s finished milled surface is irregular and does not correspond to the finished flat white virtual surface on screen. He also burred some of the chamfers with bur all and said the result was not perfect either. They completed case milled the distal femur with cori, navigated the tibia cut block with cori, but did not collect our post-op gaps with cori. No delay reported or additional complications.